Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had stimulator leads removed on (B)(6) 2017 and the stimulator had been removed during a previous surgery. The stimulator was non-functioning. The consumer was not sure whether or not the patient¿s stimulator was one of the manufacturer¿s devices and it was noted that the manufacturer¿s device registration did not show the patient as having a stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.